Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The blood glucose level was 430 mg/dl. Customer stated that reservoir rubber o-ring keeps coming off. Troubleshooting was performed and it observed that the it does lock into place but the reservoir comes out. The product will return for the analysis.